Event description:
During a prostate procedure, it was noticed that the glass covering over the mirror at the tip of the fiber was cracked at 52,000 joules and 8 minutes into the case. The procedure was completed with a second fiber. The outcome was reported as "no pt injury".